Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead presented loss of capture, so it was examined by fluoroscopy and was found to had dislodged, with it subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead presented loss of capture, so it was examined by fluoroscopy and was found to had dislodged, with it subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.